Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9509-s arthrex univers revers humeral protector was left in the patient during a tsa procedure. This was discovered during a post-operation visit, via x-ray. Revision surgery has been scheduled to remove the protector, but exact date is unknown.

Event description:
On 11/09/2022, it was reported by a sales representative via sems that an ar-9509-s arthrex univers revers humeral protector was left in the patient during a tsa procedure. This was discovered during a post-operation visit, via x-ray. Revision surgery has been scheduled to remove the protector, but exact date is unknown. Additional information received on 12/16/2022: original procedure took place on (B)(6) 2022. On (B)(6) 2022, during the post-operation visit, the x-ray confirm the protector was left inside. Revision procedure occurred on (B)(6) 2022. Both surgeries were performed by the same surgeon and at the same facility. Only the protector was removed during the revision surgery.

Manufacturer narrative:
The complaint is confirmed. The probable cause of the event could not be determined from the information available; however, a most likely cause is customer misuse.